Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed, the device was inflated; however, a pinhole was found in the proximal portion of the body of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the second duodenal portion and papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was punctured at the proximal end of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. There have been no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.